Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump and no delivery alarm. The customer's blood glucose level was 259mg/dl. Troubleshoot was conducted. The customer was advised the site may be occluded. The customer was advised to return set for analysis and they would receive replacements.